Event description:
The customer reported that the insulin pump was exposed to water. The customer stated that she accidently jumped into the pool with the insulin pump on. Troubleshooting was performed and found that there was water under the liquid crystal display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.